Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
First time glenoid was done using palacos cement and came loose instantly. Surgeon states event is definitely not related to device. This event report was received through clinical data collection activities.